Event description:
Per customer, the needle does not lock in place.

Manufacturer narrative:
Upon receipt of customer complaint, personnel from quality, production and other relevant departments were involved in the investigation including retained sample inspection, simulated usage procedure, no similar problem was found. On 2024.02.19 5 pieces of needle holders were sampled from retained samples from lot no. Ckdb11-01, and by means of simulated clinical procedure, no similar reported problem was identified. Through abovementioned investigation, and based on the customer feedback. More information is needed for furhter investigation and it would be better if the exact defective device could be delivered back to us. Relevant internal report 20240205 and video clip for simulated clinical use could be provided upon request.